Event description:
Vomiting [vomiting]. Fever [pyrexia]. Sharp lower abdominal pain radiating to back and sides [abdominal pain lower]. Fluid collection in pelvis [pelvic fluid collection]. Case description: spontaneous report received on 10-jan-2008 from a physician regarding a female pt, who underwent laparoscopic lysis of adhesions and myomectomy as well as 2 hysteroscopic myomectomies for the pre-operative diagnosis of menorrhagia secondary to uterine myoma. Pathology results showed endometrium and submucosal fibroids which were excised, submucosal leiomyoma and minute fragments of inactive endometrial glands. The pathology specimen was 8x6x1cm in aggregate. There was an estimated blood loss of 100ml and a seprafilm slurry was used. The post-operative diagnosis was menorrhagia secondary to uterine myoma with pelvic adhesions. In 2007, the pt was at the emergency room with similar complaints as when she went to the ER three days later. An obstruction series and white blood cell count was normal so she was discharged home. The same day, the pt was at the emergency room for vomiting and fever that she had experienced "for a few days". Her maximum temperature at home was 103.8f and she experienced "10 out of 10 constant, sharp, lower abdominal pain that radiated to the back and sides". A computed tomography revealed a multiloculated, non-enhancing septated fluid collection in the pelvis which was suspicious for hematoma versus abscess. The pt's urine and blood cultures remained negative. Drainage of the fluid collection occurred on hospital day 7 and a drain was placed transrectally. The next day, the pt's hemoglobin was 9.3 g/dl and four days later, the pt's partial thromboplastin time (ptt) was 38 seconds, prothrombin time (pt) 16.5 seconds and international normalized ratio was 1.32. The pt's initial hospital stay was 2 days. As of the date of this report, it was unk if the pt had recovered.